Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n263643, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fell back in (B)(6) 2014. The patient was afraid that her unit was damaged because she could not connect with the recharger. The patient had pain around the stimulator and she still had pain near the upper right hand corner of her rib cage. The patient was in the emergency room (ER) on (B)(6) 2014. The patient had an appointment with the physician on the day of the report. The patient had been without pain medication since (B)(6) 2014.

Event description:
Additional information received reported that the patient was seen by the manufacturing representative before the holidays. They were able to jump her battery, although her physical demands prevented her from charging on her own, so her battery would soon be replaced with a non-rechargeable. No date was set for the replacement.

Event description:
Additional information received reported that the manufacturing representative saw the patient on (B)(6) 2014. The patient¿s implantable neurostimulator (ins) was overdischarged. The patient had an appointment on (B)(6) 2014 to reset and recharge the device.

Event description:
It was reported that the patient has not felt stimulation in about two weeks. It was noted the patient fell a week ago when she was trying to move some furniture and it threw her across the room, and as a result her ribs were cracked with (B)(6). The patient was prescribed levaquin for the (B)(6) 750 mg (1 pill) and if she didn¿t get any better she was supposed to go to the hospital. The patient also reported that the recharger showed the ins was charged and showed the recharger needed to be charged. The recharger was plugged in at the time of the report. The patient last successfully recharged two weeks ago. The patient reported that the programmer had no display on the screen which was noticed the day prior to the report. It was suggested to get new batteries for the programmer. When asked if the stimulation was hurting the patient she stated she couldn¿t use it and it wouldn¿t work. It was noted that she couldn¿t come from a laying position to up or when she tried to breathe is when that pain can start up or occur. As a result the patient had been sleeping in her chair. Around the implantable neurostimulator (ins) was very sore, that¿s where the pain was, and she couldn¿t put anything up to it. When asked if the ins was dead the patient stated she hoped that was the issue. Due to the location of the ins she couldn¿t reach up to check the ins with the recharger. The patient stated that if the unit was working, then the patient felt when she would get up the unit pain in the upper back and down her back and down her leg and felt like it was twisting both of her legs down the thigh and the back of her leg. The pain was excruciating and she was having an issue walking and was currently walking with a walker. The patient had been to the doctor the month prior to the report and was crying about the pain in the hips , groin, and down the patient¿s legs and it was felt there was an issue with the lower back. The patient reported there already was and the patient was thrown on the table and they did an injection. The process is usually given with an epidural but an epidural was not given because it was an emergency. The doctor told the patient she was so calcified by the fourth one (injection) that it hit a nerve and she was immediately paralyzed waist down. The patient told the doctor she couldn¿t walk and couldn¿t feel anything. She was put into a wheelchair and taken out to her son¿s car but didn¿t have feeling when she got home and couldn¿t get out of the car. She laid in the truck for about three hours until she thought she could do something but didn¿t feel anything until about 1 a.m. This was the first time she had ever lost sensation with injections. The patient stated it was like they ¿cut her legs off and couldn¿t feel anything.¿ she felt better the next day and hadn¿t had this issue until the patient went to recharge two weeks prior to the report. Regarding the issues with the programmer the patient had new aaa batteries but what she was seeing on the screen didn¿t make sense to her because she couldn¿t reach around to her ins to check it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.